Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 06630 , 0001825034 - 2018 - 06632, 0001825034 - 2018 - 06634. Medical devices: 51-107100 femoral stem, lot unk; unk part/lot, liner; 13-104050 m/h radial shell, lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient experienced pain requiring visit to emergency room. No further information has been made available.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products : item # 51-1070180, stem, lot # unk. Item # unk, hip-unknown-liners-unk, lot # unk. Item # unk, hip-unknown-cups-unk, lot # unk. Item # 650-1066, taper sleeve, lot # unk.